Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 52cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. After (B)(6) 2022, it was not used for medicine administration, and the catheter was maintained by flushing with saline solution once a week. On (B)(6) 2022, when the catheter was started using by connecting it to the lumen of the white luer connector to start chemotherapy, an alarm to notify catheter occlusion sounded. Therefore, when the catheter was flushed with saline solution, leakage occurred near the 52cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. After (B)(6) 2022, it was not used for medicine administration, and the catheter was maintained by flushing with saline solution once a week. On (B)(6) 2022, when the catheter was started using by connecting it to the lumen of the white luer connector to start chemotherapy, an alarm to notify catheter occlusion sounded. Therefore, when the catheter was flushed with saline solution, leakage occurred near the 52cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. After (B)(6) 2022, it was not used for medicine administration, and the catheter was maintained by flushing with saline solution once a week. On (B)(6) 2022, when the catheter was started using by connecting it to the lumen of the white luer connector to start chemotherapy, an alarm to notify catheter occlusion sounded. Therefore, when the catheter was flushed with saline solution, leakage occurred near the 52cm depth marking on the catheter. There was no reported patient injury.